Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.